Event description:
Per legal complaint: on (B)(6) 1996 and (B)(6) 2003 - patient underwent surgery during which the patient was implanted with an unspecified bard/davol marlex [flat] mesh (device 1 & 2). The patient is making a claim for an adverse patient outcome against the marlex [flat] mesh (device 1 & 2). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per legal complaint: "despite reasonable diligence, plaintiffs did not know, and could not have known, that his injuries were related to a defect in the marlex [flat] (device 1 &2), and/or about the wrongful conduct by defendants in connection with his injuries on (B)(6) 2005, the dates of her revision surgery, which were performed at waldo county general hospital."

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This file represents the flat mesh (device 2). A separate MDR is being submitted for each of the other bard/davol device(s) for which the patient is making a claim against. This is an addendum to the initial emdr to document the allegation that the patient underwent a revision procedure. This file represents flat mesh (device 2). An additional supplemental emdr was submitted to represent the other bard/davol device.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This file represents the flat mesh (device 2). A separate MDR is being submitted for each of the other bard/davol device(s) for which the patient is making a claim against. Not returned.

Event description:
Per legal complaint: (B)(6) 1996 and on (B)(6) 2003 - patient underwent surgery during which the patient was implanted with an unspecified bard/davol marlex [flat] mesh (device 1 & 2). The patient is making a claim for an adverse patient outcome against the marlex [flat] mesh (device 1 & 2). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."